Event description:
Mammotome went down during the biopsy procedure. Physician was unable to finish the procedure. After patient left the room, the machine was turned off for a few minutes and brought back up. Machine came back up and is working okay. It was determined the problem occurred with the fisher stereotactic imaging table. No other problems have been reported with this table prior to this occurrence.